Manufacturer narrative:
Surgeon indicated no physiological abnormalities. Surgeon suspected the presence of bone fragments between articulating surfaces. No other parts of the knee were affected.

Event description:
Pt reported pain. Bearing was explanted and replaced. Explanted knee exhibited galling and indentations.